Manufacturer narrative:
The 2/5/16 follow up: customer reported communicating with health care provider and eating an exact amount of carbohydrates to prevent bg level from going low. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed 133 grams of carbohydrates into the pump instead of 55 grams of carbohydrates and delivered the bolus. Customer reported that blood glucose level was still within target range. Recommendation was made for customer to monitor bg level and contact health care provider if bg level drops below normal range. Customer acknowledged.